Manufacturer narrative:
PMA/510(k) #: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington, indiana, 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation. The zisv6-35-125-7.0-120-ptx device of lot number c1479031 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the 06 june 2019. On evaluation of the device the stent was broken and damaged. Crinkling was observed on the stent retraction sheath (srs) and severe damage was observed on the stability sheath (ss). A kink was observed distal to the hub. Part of the stent remained in the delivery system and the handle was not returned. Document review. Prior to distribution zisv6-35-125-7.0-120-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-125-7.0-120-ptx of lot number c1479031 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1479031. It should be noted that the instructions for use states the following: ¿precautions a 0.89 mm (0.035 inch) wire guide should be used during tracking, deployment, and removal to ensure adequate support of the system. If hydrophilic wire guides are used, they must be kept fully activated.¿. The japanese packaging insert c-ci1502m02 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review ¿ n/a. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device and/or difficult patient anatomy. From the information provided it is known that a 0.014¿ wire guide was used with the device, the patient¿s anatomy was difficult and that the bifurcation angle was tight. The use of a non-recommended wire guide with device may have caused and/or contributed to insufficient device support during advancement and/or attempted deployment. The use of a non-recommended wire guide combined with a difficult patient anatomy may have caused and/or contributed to the formation of the kink distal to the hub which may have resulted in the inability to deploy the stent. Summary. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Guiding sheath information was updated on 24may2019 by (B)(6) . Contralateral approach was gained from the left femoral artery. There was a severy calcified stenosis in the left eia and his bifurcation angle was tight. The user advanced a guiding sheath(cook's shuttle sheath 6fr 80cm) to the target sight and he felt resistance in the left eia during the advancement. Then, he pre-dilated the target site with a balloon and he attempted to advance zisv6-35-125-7.0-120-ptx/lot c1479031 but he felt strong resistance during the advancement and the delivery system stopped advancing 1cm ahead of the target site.therefore, the user attempted to deploy the stent in the target site with stent jumping. He started deploying the stent with pushing the delivery system but when the stent came out 2cm from the retraction sheath, the retraction sheath became unmovable even though the user rotated the thumb wheel, so he stopped deploying the stent. He put the stent and the retraction sheath in the guiding sheath and removed them outside the body. After that, another four zisv6-35-125-7.0-120-ptx was palced in the body and the procedure was completed. There have been no adverse effects to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿thumbwheel malfunctions during deployment¿. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Guiding sheath information was updated on 24may2019 by (B)(6). Contralateral approach was gained from the left femoral artery. There was a severely calcified stenosis in the left eia and his bifurcation angle was tight. The user advanced a guiding sheath (cook's shuttle sheath 6fr 80cm) to the target sight and he felt resistance in the left eia during the advancement. Then, he pre-dilated the target site with a balloon and he attempted to advance zisv6-35-125-7.0-120-ptx/lot c1479031 but he felt strong resistance during the advancement and the delivery system stopped advancing 1cm ahead of the target site. Therefore, the user attempted to deploy the stent in the target site with stent jumping. He started deploying the stent with pushing the delivery system but when the stent came out 2cm from the retraction sheath, the retraction sheath became unmovable even though the user rotated the thumb wheel, so he stopped deploying the stent. He put the stent and the retraction sheath in the guiding sheath and removed them outside the body. After that, another four zisv6-35-125-7.0-120-ptx was placed in the body and the procedure was completed. There have been no adverse effects to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿thumbwheel malfunctions during deployment¿. No adverse effects to the patient have been reported as occurring.